Event description:
The pump was returned for investigation. Investigation revealed that there was intermittent solder connections on both positive and negative battery terminals. This report is made based on results of investigation completed on (B)(6) 2012

Manufacturer narrative:
(B)(4): the black box revealed multiple replace battery, low battery warnings and power on resets. The battery compartment was found to be intact and there were no cracks. The returned battery fully tightened and the yellow o-ring was not visible. There was no evidence of moisture inside battery compartment. The current draws are all within specifications. The power loss was duplicated. The pump case was removed and and intermittent solder connections on both positive and negative battery terminals. Device history record review was conducted on (B)(4) 2012 with the following findings.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Please note the alert date and date of this report is 11/06/2012 not 09/03/2012 as previously reported.